Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had two implantable neurostimulators and that there was overstimulation the day prior to the report. Stimulation was too high, so he tried adjusting it on the day of the report and after pressing a button (patient thought it might have been the sync button), he got even more uncomfortable stimulation, causing his muscles to cramp/freeze and couldn't lift his leg. He noted feeling stimulation when bending his neck. There was no trauma or fall associated with this event. The first implantable neurostimulator showed off at 8.80volts and the other showed elective replacement indicator and then implantable neurostimulator on with program 1 at 1.40 volts and program 2 at 0.50volts. The patient has the ability to change stimulation and he tried to increase/decrease stimulation which resolved the issue. The patient lowered the amplitude on one of his inss from 8.80volts to 0.9volts and confirmed that the stimulation was comfortable after turning the implantable neurostimulator back on. The other implantable neurostimulator was comfortable by lowering program 1 to 1.0volts and keeping program 2 at 0.5volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.